Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during daily morning routine checks, the cardiosave intra-aortic balloon pump (iabp) customer emailed to report a battery maintenance required message. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse resolved the issue by completing the battery maintenance test. The fse performed full functional and safety tests. The iabp was returned to the customer and cleared for clinical use.